Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. It was alleged that this lead had fractured. The patient underwent surgical intervention and this product was surgically capped and abandoned. No adverse patient effects were reported.